Event description:
It was reported via repair work order that the bed functions and hi/lo would work intermittently due to damaged siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.